Event description:
An angio-seal device was deployed in the right femoral artery without reported difficulty. A femoral arteriogram was performed prior to deployment. The pt ambulated one hour post deployment. However, at two hrs post-deployment, the pt began developing burning and pain and pulse were noted to be diminished in the procedure leg. The pt was taken to surgery the next morning for removal of the angio-seal device and repair of the artery with a ptfe graft. The physician stated that a dissection of the common femoral artery occured. However, subsequent info confirmed that a double-wall stick occurred and that the back and front walls of the artery had been sealed together. It should be noted that the angio-seal anchor appeared to be implanted sub-intimally in the posterior wall. The pt was discharged on 3/4/00.